Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized. Customer stated that she went to the emergency room at the beginning of the week with blood glucose of 167 mg/dl because she got up and was dizzy; she thought she was having a heart attack because she took too much blood pressure medicine. Customer stated that she experienced low blood glucose because her blood pressure was low. Customer passed out and stated that she has been having a lot of health issues but not related to the insulin pump. In the morning of the call the customer's blood glucose was 47 mg/dl; she took some glucose tablets and went back to sleep. Most recent blood glucose was 83 mg/dl after eating and bolus. Customer stated that sometimes she gets high readings and thinks it may be due to her not entering the right amount of carbohydrates. Customer stated that sometimes she eats a lot to treat her low blood glucose and then goes high because she ate too much. Nothing further reported.